Event description:
A respironics sales representative reported that while preparing the device for demonstration, a clear disc entered his mouth.

Manufacturer narrative:
An additional disc was in the sensor. Complaint trending was reviewed, there are no other like complaints for this product. This is determined to be an isolated occurrence.